Event description:
A hospital in another country, reported that the base of the mr210 humidification chamber was "crooked". Photographs supplied with the complaint showed that the aluminum base was misshapen and when the chamber was filled with water and gas flow was connected, there was bubbling from the base of the chamber.

Manufacturer narrative:
The actual device was evaluated. The mr210 chamber dome had a dent on its side near the base. The gasket was positioned off center from base and the chamber dome was positioned considerably off center from base. It appears that there may have been a problem with the manufacturing process and there may not have been adequate quality assurance/control on this unit. We are still investigating the cause of this defect. Conclusion: the device failed during the manufacturing process.